Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smear was not observed. The photo did show a tube with double gel and an air bubble. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel defects was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the failure modes of excessive gel and gel air bubble. The complaint could not be confirmed for the indicated failure mode of gel smearing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tube there was gel smearing. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: before use the "the tubes had gel smears,".